Event description:
At the end of the month of (B)(6) 2021, the patient started to have syncopes and so was asked to get a holter. On the holter, many loss of ventricular capture were observed. The patient came for a pacemaker follow-up, where after turning on the ECG a capture failure was observed. Everything pointed to intermittent capture failure. All tests (sensing, pacing, impedances) were performed and none of them showed anomalies. The ventricular threshold was stable (0.5v). After that, all possible maneuvers were performed with the patient, in order to try to mimic the capture failure (patient standing, lying, sideways, down; moving the arms in various ways; moving the spot and moving the generator; gestures of the patient on a daily basis...). It was not possible to reproduce the capture failure.

Manufacturer narrative:
Please refer to the attached analysis report.

Manufacturer narrative:
The device model involved in this MDR is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
At the end of the month of (B)(6) 2021, the patient started to have syncopes and so was asked to get a holter. On the holter, many loss of ventricular capture were observed. The patient came for a pacemaker follow-up, where after turning on the ECG a capture failure was observed. Everything pointed to intermittent capture failure. All tests (sensing, pacing, impedances) were performed and none of them showed anomalies. The ventricular threshold was stable (0.5v). After that, all possible maneuvers were performed with the patient, in order to try to mimic the capture failure (patient standing, lying, sideways, down; moving the arms in various ways; moving the spot and moving the generator; gestures of the patient on a daily basis...). It was not possible to reproduce the capture failure.